Manufacturer narrative:
A visual examination was performed by the intervascular qa/qc mgr who confirmed the presence of a small plastic piece of 1 mm x 3 mm on the internal blister packaging. A review of the inspection records of the lots of blisters concerned, performed between april and may 2005 evidenced no anomaly. Sampling included approx 400 blisters. By extreme caution, six products from stock and from the same lot number than the complaint device were examined by the intervascular qa/qc mgr and no anomaly was found. This small piece of plastic should be have been evidenced during the packaging operations. This is, therefore, a human error. During an internal quality meeting. Packaging technicians will be informed of this incident and will be instructed to be more vigilant during their inspection.

Event description:
During routine inspection performed by our distributor, a small piece of plastic was found inside the internal packaging blister. There was no ptinjury as the device never reaced the hosp.